Event description:
Health care professional: reports hemochron response problem. Customer claims to be performing a patient test during a case and "the test did not stop."

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.